Event description:
The patient reported feeling "shocking" in the shoulder, by the collarbone, and "up under" the device for a week, and it has been generally "all day long". The patient also noted feeling sore. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.